Event description:
Patient was revised to address knee pain associated with loosening of the femoral component at the cement/bone interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and mechanical strength results were reviewed and they are all within specification. The review of device history record found 1 non conformance on this batch relation to microbiological incubation. This non conformance does not affect the complaint failure mode. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.